Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion with 75% stenosis in the proximal right coronary artery (rca). After pre-dilatation was performed, a 4.0x15mm xience alpine stent delivery system (sds) was advanced; however, while advancing through the guiding catheter, there was resistance noted. The resistance was between the guide wire and the xience alpine sds during advancement and removal of the device. The devices were removed and replaced with a new guide wire and an unspecified 4.0x15mm sds. The procedure was successfully completed after stent implantation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.